Event description:
When attempting to heparin-lock white lumen of double lumen 4.0 peripherally inserted central catheter (PICC) line using a 4-way high flow stopcock luer, it was met with resistance when trying to flush PICC line. When attempting to flush line without the stopcock, the PICC line flushes well, there was no resistance and blood return was verified. After replacing the new 4-way high flow stopcock, it was met with resistance again and could not flush line. This has occurred on multiple units within the hospital.